Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: final analysis found that the outer coil of the lead was offset. The lead passed all electrical tests.

Event description:
It was reported that a lead was unable to be implanted due to poor pt anatomy.